Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient infusion set not adhering due to pump fell and pulled set out event on 31-dec-2025. No further information available.